Event description:
It was reported that the patient was presented to the clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. A chest x-ray confirmed the rv lead had dislodged. On (B)(6) 2026, the physician elected to cap the rv lead and replace it with a new lead. The patient was discharged following the procedure.